Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received.

Event description:
It was reported that a ventricular lead malfunction occurred. The lead was extracted. No patient complications were reported as a result of this event.